Event description:
During a laparoscopic cholecystectomy the device misfired. The clips were caught in the jaws or scissored. The event did not change the original intent of the procedure. There was no patient consequence.